Manufacturer narrative:
Alleged failure: the product has broken down. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) defective component inside the power brick (2) the power brick was opened and damages the component inside. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the device broke down, which caused one additional hour of anesthesia for the patient. The procedure was completed successfully with replacement device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the device broke down, which caused one additional hour of anesthesia for the patient. The procedure was completed successfully with replacement device.